Event description:
Same event as MFR report #: 2134265-2008-04908. It was reported that during a percutaneous coronary interventional procedure, a wire separation occurred. The 90% occluded lesion was located in the fairly tortuous distal left anterior descending (lad) artery. Two ablation runs were completed successfully with the 1.25mm burr. However, during dynaglide removal of the burr, the floppy gold guide wire was not fed in during retraction of the burr and the guide wire caught in the burr and was fractured. Approximately 1.5cm of the wire remains in the patient. The physician secured the wire fragment by ballooning it against the vessel wall. No further complications were reported, and the procedure was completed with this device. Patient status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.